Event description:
It was reported to medtronic minimed that the the customer experienced hypoglycemia due to transmiter issue. The customer also reported change sensor alert, low battery transmitter alert, loss of communication between pump and transmitter, unexpected re-initialization, unable to charge. The customer reported blood glucose value of 40 mg/dl. The hypoglycemia was treated with carbohydrate intake. The event involved product(s) mmt-1884, mmt-7841zn, mmt-7040a, mmt-332a, mmt-7715. Troubleshooting was performed for sensor alerts. The customer was unable to run a transmitter test and/or the test passed. The customer was advised to try another sensor. Troubleshooting was performed for low/short transmitter battery lifetime. The customer reported that the transmitter battery did not last for 7 days. The transmitter was fully charged before it was connected to the sensor. Troubleshooting was performed for loss of communication. The transmitter serial number was confirmed to be programmed in the manage devices screen. The pump was in the process of making multiple attempts to re-establish communication with the transmitter. Troubleshooting was performed for unexpected re-initialization. The customer continued using the sensor. Troubleshooting was performed for transmitter charging. The customer called with questions or concerns regarding charging the transmitter. No damage was found to the charger battery spring or connector pins. The charger light emitting diode(led) light was flashing green and had been used for more than one year. Both the charger and transmitter were functioning properly. Troubleshooting was performed for hypoglycemia. The customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the event. No further patient complications were reported. No product return is required for mmt-1884. No product return is required for mmt-7841zn. No product return is required for mmt-7040a. No product return is required for mmt-332a. No product return is required for mmt-397a. No product return is required for mmt-7715.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This is 1 of 2 medwatch reports regarding this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.